Event description:
It was reported that the instrument was chipped at the hinge/joint during use. No pt complication was reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for eval. Visual examination shows that the upper shaft is broken at the jaw pivot pin forward; the pin and broken off portion of the shaft is missing and was not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture suface, consistent with failure due to excessive force. The observations are consistent with misuse, resulting the in foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.